Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire field service representative (fsr) was able to verify the customer's reported issue. Bench testing revealed a malfunctioning cap diaphragm on the dump valve. The technician replaced the cap diaphragm, performed calibrations, patient circuit test and performance check. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the 3100a ventilator stopped oscillating while connected to a patient. The customer does not have any information regarding whether the patient was harmed or any status of the patient.